Event description:
It was reported that a large volume infusor experienced no flow. This occurred during infusion of chemotherapy. The customer stated that the "pump was completely full after the 96 hour infusion." There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.